Event description:
It was reported that, following a shoulder reconstruction procedure, the tape broke at the knot. The physician reports having passed a needle through the tape prior to tying. The patient required a second procedure for surgical repair.